Event description:
(B)(4). I remember the date cause it was my (B)(6) bday. I woke up in a pool of blood, major cramping and feeling weak and fatigue. Didn't realize at the time but that was the beginning of a number of new issues and problems. Including before this date and after, loss of teeth weight gain. Uncontrollable bladder painful sex, no sex drive. A miscarriage in 2014 and the list goes on.